Manufacturer narrative:
Date of event additional information: the study took place from 2010 to 2014. The devices were not returned and the lot numbers are unknown; therefore a physical investigation or lot history review could not be performed. However, product release at cardinal health is contingent upon the successful completion of lot release testing. Based on the reported information, the root cause of the reported event could not be conclusively determined; however, several factors may have contributed to the bleeding events. It was reported that the device in some cases was used for brachial closure, venous closure, and in conjunction with an 8f procedural sheath. Additionally, all patients were considered high bleeding risk with an average act of 250-350 seconds. It should be noted that per the instructions for use (IFU) at the time of this study, all mynx product family of devices were indicated for femoral arterial closure only (not brachial or venous) following a diagnostic or interventional endovascular procedures utilizing a 5f, 6f or 7f procedural sheath (not 8f or larger). High risk patients that have been anticoagulated and have a high act may be at higher risk for bleeding, preventing immediate hemostasis to be achieved. It was also reported that these events were primarily caused by patients' non-compliance with immediate post-access closure steadiness protocol. Access site bleeding events are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Off-label use, patient and/or pharmacological factors are likely contributing factors to the pseudoaneurysm/bleeding event reported. Should additional relevant information become available, a supplemental report will be submitted. This report is from the same user facility same literature abstract as MFR report #:3004939290-2016-00218. Citation: adiraju, r., et. Al, (2015, may 5). Extra vascular access closure in anti-coagulated patients under going percutaneous interventions. [Abstract]. Journal of the american college of cardiology. Conference: 20th cardiovascular summit, 65(17suppl.1): pp s48.

Event description:
During a 4 year study in which high risk bleeding patients were identified for extravascular access closure using the mynx vascular closure device, it was reported that 2 to 3 % of the patients (414 cases) experienced break through bleeding, further clarified to be pseudoaneurysms. The mynx device was selected for patients that had been anticoagulated following a percutaneous vascular interventional procedure using both femoral and brachial (9 patients) access. Of those patients, venous access was obtained in 18 patients. There were no multiple sheath exchanges in most cases. In cases where large french (fr) sheaths such as the 10-14 fr were used, the user down-sized to 8fr prior to access closure. Breakthrough bleeding occurred in some patients primarily because of patients' non-compliance with immediate post access closure steadiness protocol. Bleeding was described as localized contained leak that resolved with no surgical intervention required. However, the patients with breakthrough bleeding required an extended hospital stay for 24-48 hours; but were discharged home and had no long term consequences.